Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The caller states that the arm will not stay up with weight on it. The caller asked for part number to the actuator motor.